Event description:
Information was received based on review of a journal article titled, "mobile-bearing lateral unicompartmental knee replacement with the oxford domed tibial component" streit, m.r., et al. J bone joint surg br 2012; 94-b: 1356-61 doi: 10.1302/0301-620x.94b10. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to anterior dislocation 17 months following the initial procedure. The tibial bearing was removed and replaced. Patient was further revised due to dislocation 12 months following the first revision. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by streit mr, et al in j bone joint surg br. 2012 oct;94(10):1356-61. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03334 which referenced a journal article written on a study that this patient took part in.